Event description:
Over the last twelve months, rptr has witnessed seven episodes of staphylococcus epidermidis sepsis in five of his pts receiving total parenteral nutrition at home, following their discharge from the hosp. Quite regularly, the onset of fever and chills began within five weeks of indwelling central venous catheter placement into each of these pts by five different general surgeons. In all instances the pts were supervised and instructed by registered nurses to provide personal maintenance care of their catheters to include the following: (1) thrice weekly dressing change with either sterile gauze or occlusive membrane; (2) thrice weekly swabbing of the exit site with iodophor and alcohol; (3) once weekly changing of the catheter injection port/hub; and (4) daily inspection of the catheter exit site for evidence of inflammation. All pts had been taught to self-administer their particular nutrient formulations over a 12 hour period daily in a sterile fashion, and all solutions were infused through sterile venous tubing containing an in-line 0.2 micron filter. In several instances where the IV solutions were readily available, they produced no growth when cultured by a diagnostic laboratory although all blood cultures obtained through the catheters were positive for coagulase negative staph. The diagnoses evident for each pt that mandated the use of total parenteral nutrition at home included: (1) short bowel syndrome in two individuals; (2) acute pancreatitis in one individual; (3) morbid hyperemesis gravidarum in one individual; and (4) exudative enteropathy in another individual. In searching for a common denominator that may somehow link each of the affected pts, all were using the IV connectors. From all outward appearances the packaging of these items would lead rptr to believe that they were sterile and free of defect at the time they were dispensed by rptr as a pharmacist. Rptr's curiosity, however, compels him to wonder how effective the design of the units really may be for precluding the transfer or inoculation of bacteria from the skin surface to the lumen of the catheter. (Also see 1005527.) (*)